Event description:
It was reported that when impacting the scorpio femoral implant onto the femur using the femoral inserter/extractor, the surgeon noticed an irregular metal fragment at the point of contact between implant and instrument (both sides of the implant). Implant too damaged to remain in situ. Another implant (same size etc) was available and inserted and case completed. Nursing staff did not notice the damage when attaching the inserter to implant prior to handing to surgeon. The surgeon impacted the implant onto the femur then noticed the damage. After the incident, the surgeon thought there was too much "toggle" between the claws of the insertion clamp and the implant notches. Whilst inserting and impacting the implant, there could have been movement between metal of implant and metal of instrument to create the damage.